Event description:
During an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion enlargement (grew 3-5mm more than initially measured) treated with tapping the effusion. However, the bleeding continued, and the patient was moved to surgery. The patient is stable. It was reported that at the beginning of the case the patient came in with a known pericardial effusion and in the middle of the case the effusion grew to about 3-5mm more than initially measured, and the physician decided to tap the effusion. The caller stated that the bleeding continued. The patient is in stable condition but being moved to surgery. Additional information was received indicating the physician thinks that he caused it by using the intracardiac echocardiography (ice) catheter in the right ventricle (rv), as when they opened her up, they saw a small abrasion in the rv free wall. The outcome of the adverse event was fully recovered (no residual effects)/improved. The energy source used was radio frequency (rf). The procedural activated clotting time (act) before procedure was not checked, as we were on the right side. The sheath and the catheter were exchanged once. No transseptal puncture site was performed during the procedure. The number of performed ablations was 36 with rf energy. No ablations were performed within the pulmonary veins, and 36 were in the right ventricular outflow tract (rvot). Prior to noting the pericardial effusion, no ablation had been performed. There was no evidence of steam pop, no jump in impedance, and we later confirmed it was due to catheter manipulation. The event occurred when going retro and pushing heparin. The flow setting for irrigated catheter was high and low for thermocool smarttouch sf. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were 3,3,25,3 - set by template. No additional filter was used with the visitag. The color options used prospectively was tag index. The energy source used was rf with the settings for power and time used were 30 for 999, 35 for 99, and 40 for 999.

Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).